Event description:
Allegedly revised during the revision of another component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00588, 00589, 00591.